Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6-feb-2018 with the following findings: during the investigation, a review of the black box showed the data from the date of the pi had been overwritten. The current history showed no evidence of a sudden drop in vp or vm voltage that would indicate an overheating of the pump. The pump powered on with the returned battery cap. The battery cap could fully tighten. No evidence of contamination was observed inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no alerts, overheating, or power loss duplicated. The pump¿s electrical current draws were within specification. Investigators removed the pump case with no evidence of moisture or loose components inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. A battery was not returned with the pump. Unrelated to the original complaint, a battery compartment crack was observed below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was cracked. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.